Manufacturer narrative:
The device was not returned to the service hub and the customer did not respond to requests to send the pump back to the service hub for analysis. Therefore, a visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. The customer has not responded to attempts to obtain additional information. No event history was received from the customer and a review of the event history could not be performed. The reported complaint could not be confirmed. Due to a lack of information, no probable cause was determined. Additional information in section d9.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum 360¿ infuser that was set to infuse a 250ml bag of cytarabine for 24hrs at a rate of 10.42 ml/hr on june 13th at 4:30am. The bag was due to be completed at 4:30am on june 14th but the bag was still half full. The light on the pump was flashing green indicating that the pump was still infusing. The customer reported the treatment was delayed for the patient. The bag and the tubing set were used on a different plum pump and the infusion was reported to be working well on the second pump. There was patient involvement and delay in therapy, however, there is no report of adverse event.